Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure. Reportedly, several punctures were performed by the physician to gain access to the vessel. After prostyle deployment, hemostasis was not achieved in the puncture site after the knot was completely advanced to the vessel wall. Excessive bleeding was noted which was caused by the several punctures in the vessel and not the prostyle device. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.